Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
The customer reported that a patient had a head CT performed and the trained professional interpreted the images and diagnosed the patient with a tumor. Later that same day a different patient had a head CT performed and the trained professional interpreted the images and recognized that the patient had an area of pathology similar to the patient diagnosed with a brain tumor previously that day. The trained professional then questioned if the tumor was an artifact or pathology. The customer performed an air calibration once the issue was identified and the trained professional determined that a rescan was required the fse moved/repositioned two detectors and performed calibrations to resolve the issue.